Manufacturer narrative:
The field service engineer inspected the analyzer and determined that one of the sample probes needed to be readjusted. The investigation determined that the event was caused by a service maintenance-related issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 703177. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable trigl triglycerides results from two patient samples tested on the cobas pro c 503 analytical unit. The initial results were not reported outside of the laboratory. The reporter deemed the initial result too high, prompting the rerun of the patient samples. Sample 1: the initial result was 292 mg/dl. The first repeat result was 81 mg/dl. The second repeat result was 80 mg/dl. Sample 2: the initial result was 315 mg/dl. The first repeat result was 146 mg/dl. The second repeat result was 117 mg/dl.